Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq0805 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when two guides from the same batch were fitted, they became dislodged. After discussion with the doctor of the department we determined that it could be a handling error. The doctor would have removed the guide without removing the needle, which could have caused the guide to become dislodged by friction, instead of removing the guide at the same time as the needle.

Event description:
It was reported that when two guides from the same batch were fitted, they became dislodged. After discussion with the doctor of the department we determined that it could be a handling error. The doctor would have removed the guide without removing the needle, which could have caused the guide to become dislodged by friction, instead of removing the guide at the same time as the needle. Additional information received 21 october 2022: - please specify which method was used to remove the thread and needle (was the thread pulled against the needle or were both components removed at the same time). The guide was removed without removing the needle - did the patient suffer any lasting or long-term damage? If yes, please describe. No - was a new device inserted? If yes, what was inserted? Yes a device of the same reference was used successfully.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.